Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set, with contact-reported wetness and leaking at the connector (connector lot 31537) and persistent rising glucose despite multiple automated correction doses; troubleshooting identified a leaking connector, and a full supply change was performed with insulin delivery resumed and advised observation for 60¿90 minutes. Symptoms included elevated blood glucose up to 405 mg/dl for approximately 4 hours without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed evidence consistent with a leaking connector causing inadequate insulin delivery. It was concluded that the event was related to a device component leak at the connector, leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.